Event description:
Paramedics responded to a person down for an unknown period of time. The pt was connected to the device with ECG electrodes and diagnosed in asystole. CPR and drugs were administered in an attempt to convert the pt's rhythm to a shockable rhythm. The pt's rhythm did not convert so pacing electrodes were attached to the pt for external pacing while transporting the pt to the hospital. According to the reporter, the device stopped pacing by itself several times after and had to be manually restarted each time. The pt was transported to the hospital but was not resuscitated. The reporter indicated the pt was not viable and the alleged device malfunction did not cause or contribute to the pt's death.